Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead; 8 nst episodes with v-v intervals <(><<)> 220 ms from (B)(6)-2016. Concomitant: d284drg ICD implanted: 2012-(B)(6).

Event description:
It was reported that noise, oversensing, and several non-physiologic non-sustained ventricular tachycardia (nsvt) episodes were observed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.